Event description:
During a coronary angioplasty procedure, the catheter of the liberte's monorail stent delivery stystem fractured while advancing it into the guide catheter. The lesion being treated was in the circumflex artery (cx). No patient injuries or complications were reported. Patient status is reported as "good:.